Event description:
A malfunction on a pump was reported by the caller, and it was confirmed that no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the customer's pump, as it was included in a field correction and still under warranty. The customer was informed they would receive a new pump with updated software and provided instructions for using and returning the malfunctioning pump. The necessary steps for receiving and setting up the replacement pump were communicated and acknowledged by the customer.